Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 14f amplatzer steerable delivery sheath was used to attempt to implant amplatzer amulet. However, the implant was unsuccessful and the procedure was aborted. After the steerable sheath was removed from the vasculature, transesophageal echocardiogram (tee) showed a floating thrombus on the chordae tendineae of the mitral valve. Heparin infusion was continued overnight. On (B)(6) 2022, tee showed the floating thrombus was still present at the same location as previous. The patient was asymptomatic and able to talk, therefore was observed for another day. No patient consequences were reported.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 14f amplatzer steerable delivery sheath was used to attempt to implant amplatzer amulet. However, the implant was unsuccessful and the procedure was aborted. After the steerable sheath was removed from the vasculature, transesophageal echocardiogram (tee) showed a floating thrombus on the chordae tendineae of the mitral valve. The patient's act levels were 243 at minimum and 354 at maximum. Heparin infusion was continued overnight. On (B)(6) 2022, tee showed the floating thrombus was still present at the same location as previous. The patient was asymptomatic and able to talk, therefore was observed for another day. No patient consequences were reported.